Manufacturer narrative:
Concomitant medical products: 4965-50 lead, implanted: (B)(6) 2018. A voluntary medwatch form 3500/3500b was received. Since code is not contained on that form, select fields ins have been populated by the manufacturer. User facility - (B)(6) hospital -(B)(6). Uf/importer report number: (B)(4). (B)(6). Date user facility became aware of event: unknown. Type of report: initial. Date of this report: (B)(6) 2018. Location where event occurred: hospital report sent to manufacturer: yes. Manufacturer name and address medtronic, (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the cardiac resynchronization therapy defibrillator (crt-d) system, defibrillation testing was unsuccessful. The patient then required external defibrillation. The right ventricular lead was repositioned and defibrillation testing was again unsuccessful. The patient was transferred to the intensive care unit. The patient continued to have ventricular fibrillation which was treated with medications and external defibrillation with plans to retest at a later date. However, the patient passed away two days later. The cause of death was requested and not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.